Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Customer¿s blood glucose level was above 400 mg/dl. Reportedly, customer continued using pump for insulin therapy.